Event description:
It was reported that the wake button was unresponsive. Pump lights flashed when the pump was placed on the charging pad. The customer¿s blood glucose (bg) level was displayed as ¿high¿ as a result if the issue; however, a specific value was not provided. The customer did not take any action to address the high glucose level at that time. Reportedly, the customer reverted to an alternate pump for insulin therapy.